Event description:
On (B)(6) 2010, the pt was implanted with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component to treat an abdominal aortic aneurysm. When the physician tried to deploy the device, the device deployment line broke. The device was never deployed and remained on the delivery catheter. The trunk-ipsilateral leg component was removed while still on the delivery catheter without complications. The physician stated that the pt's anatomy was very tortuous with tight access and the pt had moderate calcification and heavy thrombus. Another trunk-ipsilateral leg component was implanted into the pt with no reported complications. The pt tolerated the procedure.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. An engineering evaluation revealed that the pxt311417 device was returned to gore histology and examined. The deployment line was frayed and necked down indicating it experienced both tensile force and abrasion against a rough surface. The lot met all manufacturing and product release criteria. This failure mode is currently being trended and does not yet warrant a CAPA.